Manufacturer narrative:
.

Event description:
Procedure type: laparoscopy. According to the reporter: the distal components of the trocar detached and fell into cavity. All components were retrieved laparoscopically without impacting the pt. The operating time was extended about 20 minutes. No further pt details are available, current conditions is well and has been discharged from the hospital. No pt injury was reported.